Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple cartridge change error messages during the load process. The customer's blood glucose level was 200 mg/dl. Reportedly, the customer was able to reload the existing cartridge and complete the load process successfully.